Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: both valves were tested and are adjustable to all specified pressures. Klick force and brake function test: the brake function at the progav 2.0 is fully operational and the klick force is within the given tolerances. The brake function at the m.blue operates as expected. However, the klick force required was not within the specified tolerances. Less force had to be applied to loosen the integrated rotor. Internal inspection: after dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are unable to substantiate the clinical claim of non-adjustability. At the time of our investigation, the valves were able to be adjusted to all specified settings. But the klick force of the m.blue® was outside the specific tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was not able to be adjusted. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.

Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: both valves were tested and are adjustable to all specified pressures. Klick force and brake function test: the brake function at the progav 2.0 is fully operational and the klick force is within the given tolerances. The brake function at the m.blue operates as expected. However, the klick force required was not within the specified tolerances. Less force had to be applied to loosen the integrated rotor. Internal inspection: after dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are unable to substantiate the clinical claim of non-adjustability. At the time of our investigation, the valves were able to be adjusted to all specified settings. But the klick force of the m.blue® was outside the specific tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was not able to be adjusted. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.